Event description:
A surgeon reported that leakage occurred from the valve of the trocar cannula after the instrument was removed, leading to a temporary soft eye. The procedure was able to be completed with no harm to the pt.

Manufacturer narrative:
Samples have been received, but have not yet been evaluated. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not yet been elevated. (B)(4).